Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up completely. A review of the system confirmed the reported malfunction. Upon functional testing, the fse found defective 24vdc (no output) power supply nd in the m cabinet. The part analysis of defective power supply unit was performed, and it concluded there was no 24vdc output. To resolve the reported issue, the fse replaced the power supply nd in m cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up completely. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the power supply in the m cabinet which resolved the issue. The device was returned to use in good working order.